Manufacturer narrative:
Investigation summary: bd received one sample from the customer facility for investigation. Customer states that the plunger broke off when drawing. The returned syringe was examined and exhibited a broken plunger rod. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7135817. Sample will be forwarded to manufacturing ((B)(4)) on 15dec2017 for further review. Conclusion: an absolute root cause for this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a consumer was drawing medication using a relion® insulin syringe the plunger broke off. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: holdrege received one (1) 1ml, 8mm, 31g syringe in opened polybag from batch# 7135817. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, it was noted that the sample exhibited a broken plunger rod at between the 60-70u (60 to 70 units) scale markings. Inspection of the two pieces of the plunger rod noted stress patterns in the material around the actual site where the break occured, as well as stress marks along the thumb press. This is indicative of excessive force being utilized by during operation of the device. Cycle testing was completed as part of this analysis and noted sufficient lubricant within the barrel to sustain operation of the syringe, thus eliminating dry barrel as a potential root cause. Conclusion: probable root cause suggests this to be an end-user related incident at this time. No additional action deemed necessary.